Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device would not run. The assignable root cause was due to component wear from normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 4 of 6 for the same event. It was reported that during an unspecified surgical procedure, it was observed that two electric pen drive devices would not work while in use with two handswitch devices and two cable devices. According to the report, the electric pen drive devices would run but suddenly would stop. There were no delay to the surgical procedure and spare devices were available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event is not known. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.